Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. While the patient was at work on (B)(6)2024, he developed symptoms of hypoglycemia including extreme fatigue and incoherent speech. The patient observed his cgm during this time and saw that it displayed a reading of 250 mg/dl. By the time the patient arrived at home later that day at 1:30 pm, he reportedly fell into a hypoglycemic coma for three hours. When he regained consciousness, the patient's mother treated him with sugar but did not measure his blood glucose meter value. Later that night at 7:13 pm, the patient measured his blood glucose meter value and saw that it read 180 mg/dl, while the dexcom cgm displayed 223 mg/dl in comparison. The blood glucose value of 180 mg/dl was confirmed by a second measurement. The patient did not report taking any further treatment or medication and did not require transportation to a hospital or consultation with a doctor. He reported at the time of contact that he had regained his glycemic rhythm and was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the a zone of the parkes error grid after the patient recovered. No additional patient or event information is available.